Manufacturer narrative:
Additional information: section b-3: date of event: exact date is unknown. However, approximately one (01) month ago from 12-sep-2024 was the answer provided. Section d-4 model number: unknown, as device serial number was not provided. However, diu was provided. Section d-4 catalog number: unknown as device serial number was not provided. However, diu was provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: a partial UDI was provided as the serial number is not available. Section d-6a date implanted: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Section h-6 health effect - clinical code: 4581 device decentered attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a lens rotation was required on the pre-loaded diu model intraocular lens (iol) and the lens remains implanted. No further information is available.